Event description:
The patient has reportedly experienced ongoing intermittencies, static, and sound quality issues during use of the device. Programming changes were made and external equipment was exchanged; however, the issue was not resolved. Testing showed that the device is functioning within normal limit. Device revision surgery has been scheduled.